Event description:
As reported, during a procedure, after deploying a fastener using sorbafix enhanced device, the other fasteners along with the guidewire detached from the device. The procedure was completed using another device. There was no patient harm or injury.

Manufacturer narrative:
As reported, after deploying a fastener using sorbafix enhanced device, the other fasteners along with the guidewire detached from the device. The in vivo image confirms that the mandrel exposed significantly beyond the cannula, with fasteners present on the mandrel. The photo also shows a fastener successfully fixated to the mesh and the tissue wall. In a separate image, the mandrel of the sorbafix device is completely removed and is lying next to the device, there are 15 fasteners remaining on the mandrel. However, the photos do not assist in determining root cause. The subject device was not available for evaluation. Based on the information available and without having the sample to evaluate, a definitive root cause could not be established. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.